Event description:
A malfunction concerning the pump was reported, specifically identified by the malf 12 code indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to continue using the pump, with further guidance to call back if any malfunction code appeared again. The customer acknowledged and understood the instructions.